Manufacturer narrative:
According to available information, this device was reprogrammed and remains in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that approximately one month post implant, the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the hospital after experiencing syncopal episodes and ventricular tachycardia (vt). There was concern that the heart rate was approximately 160 bpm and there was no device response. It was thought this was due to the programming rates above the tachycardia so the device did not deliver therapy. Before programming could be performed, a ventricular fibrillation (vf) episode occurred that was successfully converted to sinus rhythm with an external shock. This device was reprogrammed and remains in service. No further patient symptoms were reported.